Manufacturer narrative:
(B)(4). Device evaluation: it was reported that during insertion into the patient's jugular, the guide wire kinked was confirmed. One guide wire and cv-15703 lid stock were returned. The guide wire was unraveled and had numerous kinks/bends over the entire length of the body. Microscopic inspection determined that the core wire was broken adjacent to the proximal weld. A manual tug test found that the distal weld was intact. The guide wire graphic specifies an outside diameter of .788/.826 mm and a length of 600 +/- 4 mm. The core wire length was confirmed to be consistent with the graphic indicating that no pieces were missing. The outside diameter was measured at .791 mm, which met specifications. The instruction booklet provided with the kit, describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions-for-use contains warnings not to apply excessive force in removing the guide wire and not to withdraw the guide wire against the needle bevel. A device history record review was performed and did not reveal any manufacturing related issues. The selected insertion site and patient anatomy may present other remarks: a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR # 9680794-2016-00211.

Event description:
It was reported that in the ICU, during insertion into the patient's jugular, the dilator frayed and in turn could not be passed. As a result, a new kit was opened; however, the same issue occurred. There was no reported delay, death, or complications to the patient as a result of this occurrence.